Event description:
A small piece of the harmonic scalpel broke off of the instrument while it was in use in the pt. The surgeon was able to retrieve the broken piece with suction and then retrieve it from the suction canister. There were no apparent injuries to the pt from this breakage. A new harmonic scalpel was used to finish the case.